Event description:
The doctor was trying to use the revolve system to do a fat transfer. The tubing was hooked up per the instructions for use diagram. The fat would run straight through the revolve and into the suction cannister. The team could not get it to work as it usually does. A second revolve was opened and this had the same results. Then the team tried reversing tube suction tubing and placing it on the vent port (which is the incorrect way to hook it up) and then it worked as it was suppose too. It was noticed that the packaging on both of the revolves had the same lot number. There was no patient impact that resulted. The representative has been contacted to pick up the devices. Or team questioning if the suction ports were not labeled correctly or if the ports were switched around.